Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer is stating that their are cracks in the rear wheel near where the hub assembly is.